Manufacturer narrative:
Pump not in manufacture mode pump was received with a discharged energizer alkaline battery already installed. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08710 inches. The pump was able to be uploaded to carelink pro without any errors. Pump uploaded to carelink personal and generated a daily summary report without any errors. No unexpected error message noted during the upload or report generation noted. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 501 mg/dl. The customer had symptoms such as lot of abdominal pain. The customer treated high blood glucose with the pump and blood glucose was 502 mg/dl. Customer's blood glucose value was 387 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Assisted with performing the high-pressure test; results test did not pass. Repeated high-pressure test; results test did not pass. Advised the pump will need to be replaced. Advised to revert to back up plan per health care professional's instructions until replacement arrives. The insulin pump will be returned for product analysis. The customer also reported a prior hospitalization due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl. Emergency medical service was called to customer's home, the customer had convulsions and lost consciousness due to hypoglycemia. The customer was wearing the pump at the time of the hospitalization.